Event description:
The dome detached during traction removal. Indwelling is 270 days. The detached portion is still in the patient. The course has been observed and the location of the detached portion is under investigation.